Event description:
The user reported the device alarmed and displayed an internal error, as intended while the device was in use. Biomed indicated that when he opened the pump, the battery appeared to have leaked. There was no patient consequence.